Manufacturer narrative:
The device investigation was not performed, as the device is not available for eval.

Event description:
It was reported that fluid was leaking from the handpiece during testing. There was no pt involvement and no adverse consequences alleged with this event.